Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, her vision is flashing and her eyes feel constricted. She reported that her vision is like "looking through a dirty windshield." She feels like the iol's are too big for her eyes. Her doctor told her that she had a surface issue and referred her to a dry eye specialist who prescribed her a steroid eye drop. The consumer stated the drops did not help and saw a third doctor who took her off the eye drops and said she was fine. Her eyes are still bothering her and she feels like she is having panic attacks. There are two medical device reports for this event. This report is for the right eye.